Event description:
It was reported that approximately 15 months post implant of a bifurcated device, and two infrarenal aortic extensions an endoleak was identified. Reportedly, the patient arrived emergently, and after angiograms were taken there was an endoleak at the bifurcation. The physician elected to repair the endoleak with a main body, and an infrarenal aortic extension was used to extend the main body to help with flow, and to add overlap. Patient is doing well.

Manufacturer narrative:
There were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Cautionary product use conditions that might have contributed to this event included bilateral tortuous access vessels and mild calcifications at the bifurcation. Fifteen months post implant, there was evidence to support: a secondary procedure and a type iiib endoleak just above the bifurcation, where there was an outward kinking of an anterior and posterior strut. Two infrarenal stents successfully mitigated the aneurysm, but there was some residual late blushing noted. The post repair CT scan did not include delayed imaging, but there was no evidence of a persistent type ii or iiib endoleak; and, there was an interval sac reduction. The patient was discharged home on the first post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, cautionary product use conditions that might have contributed to this event included bilateral tortuous access vessels and mild calcifications at the bifurcation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.